Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 2700tfx aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 4 years due to aortic stenosis. The patient presented with worsening doe and progression of hfpef. A 23mm non-edwards evolut pro valve was implanted. The patient was taken to pacu in satisfactory condition.

Manufacturer narrative:
Manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11 corrected data: sections b3, b5, b7, e1, g1 contact office - manufacturing site, g2, h6 type of investigation, investigation findings, and investigation conclusions. The subject device is not available for evaluation, as it remains implanted in the patient.

Event description:
It was reported that a 21mm 2700tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years and 3 months due to aortic stenosis. The patient presented with worsening doe and progression of hfpef. A 23mm non-edwards evolut pro valve was implanted. The patient was taken to pacu in satisfactory condition.